Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400s mg/dl. Bolus and insulin injections were used to address bg. Pump supplies were changed. Pump system check showed large air bubbles in the cartridge pigtail and infusion set tubing. Contact used cold insulin to fill cartridge and the air removal step was not performed during the cartridge loading process. Reportedly, contact changed out the pump supplies. Contact declined further troubleshooting and reportedly, filled a new cartridge per the user guide and pump therapy was resumed.